Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, several staples were malformed. Sutures were used to complete the procedure. There was no patient consequence.